Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg value not provided). At the time of the report, customer disconnected call from tandem technical support prior to providing additional information. Upon follow up, contact could not recall the details of the high/low bg event.